Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. The device was not returned for evaluation. The lot number was not provided, so the DHR was unable to be reviewed. The complaint is confirmed by photo for (1) of (1) returned linesider open set screw final driver (pn asy-00375) for the failure of tip deformation and fracture. The failure could possibly be attributed to the repeated usage and/or high torque of the instrument leading to the deformation and fracture of the device. This device is used for treatment. Reference reports (B)(4)..

Event description:
A distributor reported that three linesider drivers had twisted/fractured tips, and one had a twisted tip. No patient, surgical, or event information was provided. This is report one of four for this event.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available.without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A distributor reported that three linesider drivers had twisted/fractured tips, and one had a twisted tip. No patient, surgical, or event information was provided. This is report one of four for this event.